Manufacturer narrative:
As it was reported that extra force was used to remove the delivery catheter and the tip separated, it should be noted that the supera instruction for use (IFU) instructs: "should unusual resistance be felt at any time during stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit." Although it was reported that extra force was used to remove the delivery catheter, the IFU deviation may have contributed to the tip separation during removal; however, this could not be confirmed. Additionally, the excess force appeared to be a reasonable clinical response to the difficulties. H10: correction.

Manufacturer narrative:
The date of event has been estimated. (B)(4). The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. It should be noted that the supera instruction for use, instructs: "should unusual resistance be felt at any time during stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit." The investigation was unable to determine a cause for the reported difficulty removing and tip separation resulting in unexpected medical intervention. It may be possible that the thumbslide was not retracted to the start position and the system lock was not locked prior to removing the delivery system causing the tip to catch on the newly deployed stent, anatomy or introducer sheath during removal; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a superior femoral artery. During removal of an unspecified supera stent resistance was met and extra force was used to remove the delivery catheter and the tip separated. The separated piece was snared. The patient is doing well. There was a clinically significant delay reported in the procedure. No additional information was provided.